Event description:
While performing a transhiatal esophagectomy the ligasure v ls1520 failed to cut or burn. The device was replaced with another to complete the procedure. Manufacturer response for handpiece, esu, vessel sealing, valleylab: manufacturer provided rga# for return product evaluation.